Event description:
The company representative (rep) reported a month later that they were unsure if the recharger was working. The patient&#38112;implant was not getting fully charged. There was no impedance issue. Following review of the recharging stats, the patient needs to charge at a longer duration.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.

Event description:
A consumer implanted for non-malignant pain and radiculopathy reported for the last six months their implantable neurostimulator (ins) wasn't holding a charge so their healthcare provider (hcp) told them to call and get a diagnostic done of the ins. It was noted the consumer charged last night and when they would check the ins later it would probably be down to nothing. It was noted stimulation was turned down low in the evening, but it was never turned off. According to the consumer nothing led to the ins not holding a charge, but they did use it "24/7 between the wake setting a and rest setting b. In two years I only lost complete power once where the stimulator went off and I corrected within an hour." In order to resolve the ins not holding a charge the consumer "needed to charge every day or every other day to maintain." A month later the consumer called back and reported that "suddenly" five to six months ago they started having breakthrough pain, had to recharge more frequently, and were never able to charge to 100% even though they got six to eight coupling bars when charging. The consumer saw the manufacturer's representative (rep) on (B)(6) 2016 who determined the lower right electrodes were "not lit up" so they were programmed around them. It was noted group a was "tweeked" and had four programs running, but since the "tweek" they were having nausea. It was noted group c was also added with two programs. None of the programs the consumer had were high definition but stimulation was run 24/7 and had high settings, but as a result of the lead it was being run at a low voltage. It was reviewed with the consumer that the recharging issues could be due to the implantable neurostimulator, the issue with the lead, both, or their settings being increased. It was also noted the consumer tripped and fell periodically, but it was unknown if this started before or after the other issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.